Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. Patient's wife tested the patient's blood glucose about 7:30 am at 497 mg/dl on patient's aviva combo meter. No treatment was given. She tested the patient's blood glucose again at around 8:00 am and received a result of 451 mg/dl on patient's aviva combo meter. Patient lost consciousness, so patient's wife immediately called 911. Paramedics arrived 5 minutes later and they received a blood glucose result of hi mg/dl on their device. Paramedics advised this meant the patient's blood glucose was over 600 mg/dl. The 451 mg/dl on the patient's aviva combo meter and hi reading on the paramedic's meter were taken within 10 minutes of each other. Patient's wife did not question the accuracy of the aviva combo meter. Paramedics did not treat the patient. Patient's wife did not treat the patient. Patient was taken by ambulance to the hospital. Patient was admitted to the hospital and diagnosed with ketoacidosis. Patient was treated with humalog insulin by IV for 2 days, then he was treated with humalog by syringe until his release on (B)(6) 2018. Patient's organs had shut down as a result of the incident; therefore, he was on life support for the first two days of hospitalization, and was also placed on emergency dialysis. Patient was unconscious for a total of 3.5 days. Patient's endocrinologist concluded that pump failure caused the incident. The patient was hospitalized for a total of 10 days. The infusion device was requested to be returned for product evaluation.